Event description:
Ous MDR - it was reported that approx. 43 months after the implantation the patient received inappropriate shocks due to oversensing. The lead was capped and left in the patient on (B)(6) 2017. A new lead was implanted.

Manufacturer narrative:
The lead and the ICD were not returned for analysis. The analysis is therefore based on the returned data and the existing production documents. The manufacturing process for both devices was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test of the ICD documented proper device behavior. The device data were analyzed. The analysis of the available iegms confirmed interference signals in the ventricular and in the far-field channel that led to repeated charge processes and shock deliveries. The data document no other electrical anomalies, especially the impedance and sensing amplitude trends were inconspicuous. The data did not indicate an ICD malfunction. In summary, the analysis of the available data confirmed the clinical observation. There is, however, no indication of a malfunction of the ICD. The returned data document normal ICD behavior. The later provided x-ray images that show the lead in the implanted state show turning points in the distal area, which could have contributed to an increased stress load on the lead. However and as mentioned also in the complaint text, no damage to the lead can be seen in the images. The cause for the clinical observation could not be determined based on the available data. A possible damage to the lead can, however, not be ruled out.